Event description:
It was reported the bottom display of the epg (external pulse generator) is missing segments. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the display was missing pixels. It was also noted that the upper and lower cases were broken, the side bail covers and side bails were missing, the lead flex cover was corroded and the battery drawer was broken.